Event description:
The customer reported that the insulin pump suspended by itself. The customer stated that her doctor instructed her to have a replacement of the insulin pump due to having high blood glucose. Reviewed the carelink reports and found that the insulin pump is suspend and then resumed a few seconds apart from each other. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.